Event description:
Related manufacturer reference number: 2017865-2022-44411. It was reported that the patient presented in the clinic due to the patient's pacemaker wound did not heal properly and the wound was infected with presence of oozing fluid. The entire pacemaker system was then explanted due to wound dehiscence and infection. The patient's condition was stable.

Manufacturer narrative:
Correction: section b3 ¿ the event date should have been 11 aug 2022 rather than 26 oct 2022.

Event description:
New information received notes that the patient presented in the hospital due to swelling and exudation at the pacemaker pocket site. Conservative treatment was given to the patient before patient presented in the clinic with wound dehiscence and infection.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.